Event description:
The patient came in for a post-op appointment and expressed pain and ligament tightness and the cause is unknown. The surgeon is requesting a 2mm thinner polyethylene insert as he thinks the thinner poly would provide better ligament balance. A revision surgery has not been scheduled at this time.

Manufacturer narrative:
Batch review performed on 6 november 2024: lot 2241318: (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 2027-dec-05. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Conclusion: the surgeon will revise liner height, which is a common practice to restore the joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event. Note: in section h1 "type of reportable event" we have flagged the option serious injury. This option has been inserted because at the moment the revision has not yet been done, but it will be performed.